Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3550-29, lot# n142746, implanted: (B)(6) 2008, product type accessory. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 21-feb-2012, UDI#: (B)(4); product ID: 3550-29, serial/lot #: (B)(4), ubd: 22-feb-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient mentioned that the reason why their pain stim device/whole system was removed was because it was not helping and not properly working. No further complications were reported or anticipated.